Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that their insulin pump screen was dimmed making it difficult to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had lost setting, rejected new batteries, made grinding noise during priming, no delivery alarm, all button were harder to press, screen had hazy spot making very difficult to see, hard time locking battery cap onto housing. The insulin pump will not be returned for analysis.